Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) contacted boston scientific patient services expressed that he has been unable to inflate the cylinders. The patient was instructed on how to operate the ipp and to reach out their physician if the issue persists.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.